Manufacturer narrative:
Added information to section d9 (date returned to manufacturer) and h6 (type of investigation) updated h3 (device evaluated by manufacturer) h3: evaluation summary: customer report of leakage issue was confirmed , however balloon was intact. The intraclude balloon inflated but did not maintain inflation due to interlumen leakage between the balloon inflation line and the aortic root pressure line. X-ray revealed that the core wire had dislodged from the intraclude hub. All other through lumens were found to be patent without any leakage or occlusion. Customer report of "kink on the upper shaft" was confirmed. A kink on the catheter shaft was observed at 17mm distal from the hub. No other visual damage or other abnormalities were found. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, a kink was observed on the upper shaft of this intraclude device model icf100, causing fluid to leak from the balloon. The kink was observed after the balloon was removed and checked. As reported, after having administered the cardioplegia and before starting the surgery, the balloon failed to become properly occlusive and repeatedly slipped towards the aortic valve. Despite the balloon pressure being stable on two occasions, it continued to migrate. Reportedly, the aortic root pressure was fine during the first two times. However, the balloon pressure became no longer stable after the third attempt and the balloon could be filled anymore so it was decided to remove the device. A chitwood clamp was used instead. As reported, the procedure was performed in mini sternotomy and there was not a change on the procedure strategy due to this issue. The patient did not suffer any harm/injury due to this incident. As reported, there was no any patient factor that could have lead to the catheter kink and balloon leakage. Reportedly, a er21b sheath was used to introduce the catheter.

Manufacturer narrative:
Added, modified or corrected information. H6: device problem, type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: device history records were review and no non-conformances were found related to the event. Based on the available information and the evaluation finding of interlumen shaft leakage and a displaced core wire, the reported event of leakage/ kink/ and migration issues are confirmed. The likely cause of migration was the interlumen leakage, which prevented the balloon from maintaining inflation. The displaced core wire may or may not have been the cause of such leakage. Handling may have been a factor, as excessive handling force can cause the core wire to become dislodged; the presence of kinking also indicates excessive force may have been used during the procedure. No damage was reported to be noted until after device removal. Root cause currently deemed as most likely related to operational context. An edwards supplier defect has not been confirmed.